Manufacturer narrative:
The mayfield infinity skull clamp (B)(6) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that the lock had rotational and lateral movement and a residue buildup present. The lock is sticking and not fully engaging into the locked position. To resolve the issues, it is recommended that the unit receive a pm service. As a result, new components were added to replace worn internal parts along with general maintenance and cleaning performed. Root cause - the complaint is confirmed via inspection of the unit. The unit required preventive maintenance including cleaning and replacement of worn parts. The probable root cause is routine use and wear of the unit. Additionally, improper or suboptimal placement of the skull clamp can contribute to movement or slippage of the patient. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2025-00088: a facility reported that the mayfield infinity skull clamp (B)(6) was positioned in locking for "posterior cervical fusion" procedure when it released causing injury to the patient. Bleeding was observed from the laceration and the surgeon placed staples on the laceration. The mayfield pin was removed from the patient and replaced with another mayfield pin headrest. There was about 20-30 minutes of surgical delay as a result of product problem.